Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the patient's capsule broke. According to the reporter the issue was with the iol. The reporter is not sure if the iol touched the patient's eye. Additional information has been requested.